Manufacturer narrative:
The astral device was returned to resmed for an investigation and an evaluation confirmed the reported complaint. The battery was confirmed to have made proper contact to power the device despite the partially inserted screw. The investigation determined that the reported event was due to manufacturing operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a screw within the battery storage compartment of an astral device was partially inserted. There was no patient harm or serious injury reported as a result of this incident.